Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient does not think the piston rod in her infusion device applies enough pressure to properly delivery insulin. She stated that air bubbles have formed in the infusion tubing as a result. The patient experienced elevated blood glucose levels. An educational consultant met with the patient and observed the air bubbles, but did not find any problem with the piston rod. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.